Manufacturer narrative:
All devices must meet quality requirements and manufacturing specifications prior to release. The event is consistent with a hypersensitivity type reaction. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.

Event description:
A report was received on 29 jun 2025 from a 65 year old female patient with a medical history including diabetes and end stage renal disease who stated she had a hard time breathing and felt itchy following a home hemodialysis treatment on (B)(6) 2025. Additional information was received on 30 jun 2025 from the home therapy nurse (htn) who stated the patient did not experience any additional symptoms and no medical intervention was required.